Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer¿s initial concern has been resolved. - unable to establish contact with customer.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer stated she had obtained lo three times. The customer¿s expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 95mg/dl using true metrix air meter. The test strip lot manufacturer¿s expiration date is 10/24/2025; storage and open vial date were not provided. The meter memory was reviewed for previous test result history: customer had one today (01/03/2025 12:11pm). Customer got frustrated and stated she could not give any more results as she needed her roommate's assistance. Customer stated that she is okay and satisfied with the 95 mg/dl non fasting.